Event description:
It was reported the patient lost weight and the ipg began to protrude through the skin and was causing discomfort at the pocket site. As a result, surgical intervention occurred wherein the ipg was explanted to address the issue. During the procedure, it was observed that the explanted ipg was partially exposed through the skin.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.